Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during configuration of the backup controller, a persistent backup battery (ebb) fault alarm occurred. The ebb was charging when this event occurred. The ebb was changed but the alarm persisted. The backup controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files. The event and periodic log files were successfully returned system controller serial number (B)(6). The data recorded in the event log fil confirmed the reported event. There were multiple backup battery fault alarms associated with ebb circuit faults. There was no pump connected, consistent with the report that this controller was a patient¿s backup device. The periodic log file also confirmed the backup battery fault alarm associated with an ebb circuit fault. The returned system controller was in unremarkable condition. The backup battery cover was removed to inspect the backup battery and the ribbon cable connection. The backup battery ribbon cable was properly/fully inserted. Visual inspection of the backup battery pins sn (B)(6) was unremarkable. The battery manufacturing date was 16feb2022. The ribbon cable connector was also unremarkable. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The white and black power cables were independently disconnected, and the system functioned as intended supported solely by either cable with no atypical alarms being active. Both power cables were disconnected, and the system continued to operate supported by the backup battery. A full functional test was performed, and the system controller passed all test steps. The backup battery was discharged and fully charged with no atypical alarms active. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarms captured in the log files was not able to be determined. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev g) under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev g) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev g) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.